Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device failed to discharge via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The electrode pads were returned and the malfunction was duplicated. This report has been attributed to the non-zoll electrode pads (open circuit, apex). Zoll medical corporation recommends only zoll accessories be used with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This follow up medwatch report is correcting information submitted on the initial medwatch report.

Event description:
Complainant alleged that while attempting to treat a pt, the device failed to discharge via electrode pads. Complainant indicated that the patient subsequently expired. Ref mw5041633.